Event description:
The customer reported via phone call indicating that the insulin pump had a blank display and battery out limit. Customer's blood glucose was 599 mg/dl. The customer was treated with stringe. After troubleshooting was done, the customer was advised to monitor insulin pump and we would send a replacement battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.